Event description:
Philips received a complaint by the customer on the v60 indicating that a 1127 "ovp circuit failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) informed philips that the customer will handle the repair, and the case was created for documentation purposes only. The customer did not want a quote for service and requested that the case be canceled. The investigation is ongoing.

Manufacturer narrative:
H10: the customer stated in a good faith effort (gfe) response received on (B)(6) 2023, that they had ordered the motor controller (mc) printed circuit board assembly (pcba). Multiple good faith efforts (gfe) were attempted on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-16702. Any additional information will be submitted under the initially reported MFR report #2518422-2023-16702.